Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 570 mg/dl. The customer reported that sensor was not communicating with the insulin pump, also not giving correct amount of insulin. Customer also stated that insulin pump was off and also had low battery alert prior to it. Customer declined to troubleshoot. The devices will not be returned for analysis.